Event description:
A malfunction was reported with the customer¿s pump, identified as malf 12, which could not be reset. There was no reported impact on the customer¿s blood glucose level. The pump was instructed by customer technical support (cts) to be returned using a pre-paid label. A replacement was arranged, and the customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also instructed on putting the pump into storage mode before returning it and confirmed the shipping details for the replacement.